Event description:
It was reported that there was a volume discrepancy where the expected residual volume (erv) was 2.6 ml and the actual residual volume (arv) was 35 ml. The patient and pump would be monitored and the health care provider (hcp) was considering taking an x-ray of the catheter in the future. The patient did not have any underinfusion symptoms. The patient status at the time of the report was alive no injury. The pump was being used to deliver morphine. It was later reported that no troubleshooting would be done by the hcp because the patient did not have any symptoms of over- or und ER-infusion. It was again reported that there were no further diagnostics, the patient felt fine. The hcp would talk with the patient in approximately 3 weeks.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
The physician later provided that the patient was doing relatively well on oral opioids and he was not planning the MRI investigation. The pump was to be filled with sodium chloride at the end of september. Due to the patient¿s age, the physician was planning a ¿wait and see policy¿ and was to keep the representative informed. Should additional information be received a supplemental report will be filed.